Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured after the device was inserted into the patient and pulled back. It slid right out. The procedure was completed by holding manual compression. There was no reported patient injury. The device was prepped as per the instructions for use (IFU). There was moderate calcium noted in the common femoral artery (cfa) and mild calcium noted in the external iliac artery (eia). The device was not returned for analysis. A product history record (phr) review could not be performed as a lot number was not provided. The reported ¿balloon loss of pressure¿ could not be confirmed since the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, access site vessel characteristics (moderate calcium at cfa) and/or sheath condition factors (although not provided) most likely contributed to the loss of pressure reported since calcification/pvd at the access site or a frayed/damaged sheath tip can cause damage to the balloon, resulting in a loss of pressure. According to the mynx control IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Without a lot number to conduct a phr review and without return of the product, it is not possible to determine if the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured after the device was inserted into the patient and pulled back. It slid right out. The procedure was completed by holding manual compression. There was no reported patient injury. The device was prepped as per the instructions for use (IFU). There was moderate calcium noted in the common femoral artery (cfa) and mild calcium noted in the external iliac artery (eia). The device was not returned for evaluation as was initially expected.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured after the device was inserted into the patient and pulled back. It slid right out. The procedure was completed by holding manual compression. There was no reported patient injury. The device was prepped as per the instructions for use (IFU). There was moderate calcium noted in the common femoral artery (cfa) and mild calcium noted in the external iliac artery (eia). The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is reported to be available for analysis but has not been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.